Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 12atms on the third inflation. (The number of atms reached on the initial two inflations is unknown). The pt was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a tortuous distal lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.